Event description:
It was reported the keypad was not responding. Customer's blood glucose was 225 mg/dl. Numbers on the device kept scrolling. Customer's father did not recall any significant event that may have caused the keypad issue. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No ramping number anomaly noted. Insulin pump received with minor scratches on display window, cracked case on display window corner, cracked reservoir tube lip and broken clip slot.